Event description:
Reporting status: malfunction. Reporting rationale: dislodged stent has previously caused or contributed to pt injury. Device issue: dislodged stent. It was reported that some time ago, the stent came off the balloon in an attempt to pull the stent system back into the guiding catheter. No pt effects were reported. No additional event or pt info is available.

Manufacturer narrative:
(B)(4).